Event description:
Approximately two years post procedure, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. Three non-boston scientific coils were placed during the second procedure. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately two years post procedure, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. Three non-boston scientific coils were placed during the second procedure. There was no reported clinical consequence to the patient.